Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. To address the reported issue, the stm replaced the batteries and then performed a complete pm with full calibration, functional and safety checks. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The full name of the event site noted is (B)(6) medical ctr.

Event description:
It was reported during a routine check, that the batteries of the cs300 intra-aortic balloon pump (iabp) were not charging. There was no patient involvement, thus no adverse event was reported.